Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the depth gauge was found with a broken tip when picking up for the first time. The item was not used on the patient and another device was used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.